Manufacturer narrative:
C-1911 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No ae reported. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed. It was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The reported failure has been recognized before and as a result of this, corin have now initiated a project to research implementing a new thread design for this instrument. Corin now considers this case closed.

Event description:
The thread on a trinty std introducer/impactor hanlde has broken.